Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number 1627487-2021-13281. It was reported that the patient lost therapy in their right side. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead caused ineffective therapy, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.